Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) with no asystole. Further review, revealed the lead dislodged and wrapped up around the right ventricular lead due to twiddler's syndrome. As result, a surgical intervention was performed wherein the lead was extracted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and polyurethane insulation had been twisted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the insulation damage that contributed to loss of capture and dislodgment. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type. Additionally, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) with no asystole. Further review, revealed the lead dislodged and wrapped up around the right ventricular lead due to twiddler's syndrome. As result, a surgical intervention was performed wherein the lead was extracted and replaced.